Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had experienced a blood glucose level of 400 mg/dl. The customer reported that the suspected cause was due to a pump issue. The customer declined to troubleshoot with tandem technical support. The customer delivered a correction bolus and a manual injection via insulin pen. Reportedly, the customer has manual injections and an insulin pen available as alternate insulin therapy.